Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about illegible scale on the barrel. According to the customer¿s report, the scale marking was smudged and illegible.

Manufacturer narrative:
H6: investigation summary customer returned a single 0.3ml syringe. Visual inspection of the syringe found that the scale markings on the surface of the syringes featured a slight deviation in the markings, resulting in a slightly faded and curved line moving away from the intended solid straight line. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of scale marking misprints. A definitive a definitive root-cause could not be determined.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about illegible scale on the barrel. According to the customer¿s report, the scale marking was smudged and illegible.